Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an inspection it was noticed that two (2) stardrive screwdriver shaft were stripped. There was no patient involvement. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 2 of 2 for (B)(4).